Event description:
On (B)(6) 2020, the user contacted dario to report high blood glucose readings. The user indicated that prior to contacting dario, on friday morning she was doing some exercising when she felt hypoglycemic symptoms such as: sweatiness, shakiness, and dizziness. The user reported that she went back home and tested her blood glucose (bg) levels with two different dario meters and received readings of above 500 mg/dl. She tried to contact her doctor, but when they did not contact her back, she contacted her off hours provider who instructed her to take medication. The user reported that her bg reading levels went down to 300 mg/dl and continued getting readings with both her dario meters of approximately 300 mg/dl throughout the entire weekend. The user reported that on monday she went to the doctor's office where they tested her bg levels which measured 140 mg/dl, while comparing to one of the dario meters which read approximately 300 mg/dl. While on the call with dario's representative, the user stated that she sometimes does leave her cartridge of strips and meter in the car out in the cold. As per dario's user guide "do not leave the meter in very hot or cold places. Do not leave it near a heat source (radiator) or in a car in hot or cold weather". The user was sent a replacement of dario's strips and control solution. Follow up with the user was attempted, however, no response has been received to date. There is not enough information regarding the dario meters and strips to investigate. No resolution is available.